Event description:
Discordant calcium results were obtained on four patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted as expected, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the arm of probe 2 was bent. The fse realigned the probe arm and the probe height. The fse then ran precision with calcium samples, and the precision results were all within specifications. The cause of the discordant calcium results was a malfunction of the probe. The instrument is performing within specifications. No further evaluation of the device is required.